Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and lens rotation. The lens was later repositioned. The lens was later exchanged for a shorter length lens, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: 4581: lens rotation. H6: 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to rotate, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).